Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient was charging the ins when an informational power on reset (por) was seen on the recharger. It was confirmed that the por was not related to an overdischarge event or low ins charge; the ins was confirmed to be fully charged after the por was cleared. No symptoms were reported. Additionally, the patient had not had any exposure to electromagnetic interference. It was reviewed how to clear the por, which was successful. It was confirmed that the patient was receiving adequate therapy; issue was resolved. No further complications were reported or anticipated.